Manufacturer narrative:
Analysis confirmed that the unit would be scrapped, due to an ac adapter anomaly.

Event description:
New information notes that the device was returned to sjm (B)(4) 2013.

Event description:
It was reported that lightning struck the patient's home and burned out the electrical socket that the transmitter was plugged into. The transmitter would no longer power up and the electrical cord was noted to be burned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.